Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded, stuck and running not constantly. Further, the buttons had not function and the values of the keypad of the hand control were out of range. Moreover, the protective earth resistance of the motor cable was out of range. The motor, motor cable and hand control set were replaced to resolve the issues. The device was modified, tested and found to be fully functional. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn constantly. With the available information, we cannot determine the root cause of the other identified failures. The corroded motor, drifting resistance values of the motor cable and defective hand control set would have caused the device not to function as intended by the customer. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via mail the micro tornado hp w handcontrol. The device doesn't work. No consequence for the patient. No further information was provided. The device is available to be returned for evaluation.